Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s death. The pdrn reported the patient¿s cause of death was due to cardiac arrest. Although the patient was connected to the liberty select cycler at the time of his death, there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the serious adverse event. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Therefore, based on the totality of the information available, the liberty select cycler can be disassociated from the event as there is no allegation or objective evidence of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a patient expired during treatment on the cycler. The patient's cause of death was due to a cardiovascular arrest. The patient's caregiver assisted the patient to connect to the cycler. The patient's caregiver checked on the patient after a couple of hours and they had stopped breathing. The pdrn stated that the patient was a dnr. The pdrn is requesting for the cycler to be investigated. Upon follow up, the pdrn confirmed the patient expired on (B)(6) 2019 due to a cardiac arrest. The patient's caregiver assisted the patient to connect to the liberty select cycler. The patient's caregiver checked on the patient a couple of hours later and discovered the patient stopped breathing. The pdrn stated that the patient was a do not resuscitate (dnr). The pdrn stated although the patient was not on hospice at the time, the patient¿s death was expected. The patient had an extensive cardiac history and was a ¿very sick patient.¿ the cycler investigation request is standard procedure given the patient expiring during treatment, and not due to a suspected fresenius device or product malfunction. Subsequent attempts to obtain the esrd death notification, discharge summary and/or death certificate were declined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.